Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported that she experienced elevated blood glucose in the 500 mg/dl range due to bent infusion cannulas. Normal blood glucose is under 200 mg/dl, and pt bolused to decrease blood glucose. There were no concerns with the preparation of the infusion sets. Pt did have concerns with the insertion process and "just did not like them." There was no insulin leakage. Pt noticed that several cannulas were bent after the headsets were removed. Insertion device was used to insert the headsets, and the concerns began a couple of minutes following insertion. Pt started using this type of infusion set at the (B)(6) 2011. No product will be returned for eval, and product was replaced. The pt did not require treatment from a health care professional or second party to address the issue.